Manufacturer narrative:
The reported display issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record was not possible since a lot number was not provided. Based on the information received, the cause of the reported signal issue and subsequent procedure cancelation could not be conclusively determined.

Event description:
During an atrioventricular node ablation, the procedure was canceled because the catheter would move off screen while ablating and the surface electrocardiogram would oversaturate on the non-abbott recording system. The cables and grounding pad were replaced with no resolution. There were no adverse consequences to the patient due to the cancelation. The procedure was rescheduled for a later date.